Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported issue. The reported issue was not confirmed. The fse started the system in normal mode without incident. A review of the error logs showed that the system was in use for the duration of the day following the call for service. The fse performed calibration and testing on the system using the universal surgical manipulator (usm) diagnostic test engineering (dte) workflow. The system passed without further incident. The system was inspected, tested and verified as ready for use. No part replacement was required. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted after the start of the procedure due to system complications between the arm and instrument. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient's inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted hemicolectomy procedure, the customer tried to install the monopolar curved scissors (mcs) instrument onto arm 4, but it failed to initialize. The customer switched to a backup mcs instrument and that one was not accepted either. The customer stated that then there were issues removing the instrument from the arm. The customer was able to remove the instrument forcefully and, at that point, the surgeon elected to convert to open surgery. The technical support engineer (tse) advised the customer to install test instruments to confirm proper functionality of the arm. The tse also advised the customer to inspect the carriage presence pins for friction and for any debris that might cause the instrument to have become stuck. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was reported to have been converted to open because of the time it took for the operating room (or) staff to troubleshoot the arm 4/monopolar curved scissors (mcs) instrument. There were no intra-/post-operative complications experienced by the patient and the patient is doing fine post-op. No additional medical treatment was administered outside of what was required for the conversion. The system and instruments were checked by the staff prior to and after the procedure with no issues noted. Prior to calling technical support, the customer attempted to resolve the issue by: 1. Removing and reseating the instrument 2. Reseating the sterile adapter a couple of times 3. Requested another mcs instrument. At that time, the surgeon no longer wanted to wait and opted to convert to open. All field service engineer (fse) recommended troubleshooting steps were performed following the procedure. The training instruments worked on the arm and there were no issues with the pins. The used drape wasn¿t able to be kept to troubleshoot following the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found from the following fields: d9, h2, h3, h6, and h10. The monopolar curved scissors (mcs) instrument has been returned and evaluated. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have multiple engagement failures, error code 22020. The instrument failed mechanical engagement when placed in the system. The instrument inputs failed to engage with the sterile adapter in multiple attempts. Additional observations not reported by the customer were also identified. The instrument was found to have a broken input disk, contributing to the customer reported complaint. The input disk was found broken into pieces inside of the housing. This failure is typically attributed to the user and the most commonly cause was due to improper cleaning/reprocessing techniques.